Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to call back if the issue reoccurred and confirmed understanding of the instructions.